Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The left ventricular (lv) lead exhibited high thresholds and capture was unable to be confirmed. The lv lead remains in use. No further patient complications have been reported as a result of this event.